Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03jan2019. The customer troubleshot with technical support. Reportedly, the customer was working from an outdated service manual and was not adding to the zero offset. The customer received the updated service manual and was able to pass the pressure test.

Event description:
It was reported that the ventilator was failing the pressure test. No patient involvement. The event date was not specified; estimate used.